Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-43 mg/dl. Customer suspects the changes they made to their settings contributed to the low bg. Customer consumed glucose tablets to address bg level. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.